Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to sense close door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of not detecting closed door was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Jammed!" And "shut door - power off" on the last day of customer use which can indicate an issue when closing the door. The reported condition was verified. The cause of the condition was determined to be pressure assembly. The door and door hooks will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.